Manufacturer narrative:
Concomitant medical products: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: implantable neurostimulator. (B)(4). Analysis results were not available as of the date of this report; a supplemental report will be submitted when results are available. (B)(6).

Event description:
It was reported that the patient was presented to the health care professional (hcp) with the right implantable neurostimulator (ins) reading elective-replacement-indicator (eri) and the left showed end-of-service (eos). It was noted that the patient was booked for an ins replacement surgery. It was noted that the following parameters were for the right: contact 1 anode, 3.3 volts, 60 microsecond pulse width and a rate of 160 hertz, with impedance testing showed no out of range results and the left ins was contact 2 and 3 anode, 2.8 volts, 60 microsecond pulse width and a rate of 160 hertz, with high impedance were observed for case to contact 0 (4582 ohms), contacts 0 to 2 (4734 ohms), and contacts 0 to 3 (5187 ohms). It was noted that the battery depletion was early. It was noted that there was no patient injury. It was noted that the device would be returned. Additional information received reported that the patient was fine and was implanted with new implantable neurostimulators (ins). It was noted that the returned devices had been sent in.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found the battery was at end of service or elective replacement indicator. The longevity was not met and the cause was unknown.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that after two years the patient's implantable neurostimulators (ins) were replaced. The manufacturing representative stated the patient's settings were a "bit high, but nothing spectacular" and the impedances were a "bit low." Some of the impedances were "a bit strange" and no interleaving was used in programming. From the manufacturing representative's estimates, the inss should have lasted around 3.7 years. An out of regulation (oor) error messages with error code 64 was displayed when programming the left ins.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.